Manufacturer narrative:
All available information indicates that the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additionally, the pacing threshold measurement had increased to 4.5 volts in the tip to can configuration. An invasive revision procedure was performed and the lead was repositioned successfully, resulting in lead measurements within acceptable limits. No adverse patient effects were reported during the procedure.

Event description:
Boston scientific received information that one day post implant of this left ventricular (lv) lead, no capture was observed in all pacing vectors. A lead dislodgement was suspected, however, was not confirmed. The device was programmed to pace only in the right ventricle (rv). Further testing will be performed at the 10 day wound check. Testing at the wound check confirmed that the lv lead was dislodged. The patient's physician has elected not to do revise the device system. To date, no adverse patient effects were reported with this clinical observation.